Event description:
It was reported that three days post implant, the patient presented to the emergency department with chest pain. When the device was interrogated it was revealed that the right ventricular (rv) lead exhibited intermittent capture and unstable thresholds. The lead was reprogrammed but the intermittent capture was still consistent. A chest x-ray was conducted and revealed the lead exhibited perforation into the pericardium. The patient began to exhibit bradycardia with their heart rate dropping to the forties due to intermittent non capture, therefore, temporary pacing was implemented. The rv lead was explanted and replaced without any complications. The patient is currently being monitored for effusion.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.